Manufacturer narrative:
Additional information: there was no intervention required to remove the device from the patient. No vessel damage was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the device was received with the touhy borst tightened. There was no evidence that the stent dislodged, and the device was returned with the stent still in place. There was kink noted to the outer approximately 177mm from the tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protégé rx with a spider fx during treatment of a 20mm calcified lesion in the patient¿s proximal common carotid artery. Severe vessel tortuosity and moderate calcification are reported. Lesion exhibited 90% stenosis. Artery diameter reported as 7mm. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. It is reported when the stent passed through tortuous lesions, it was observed that the front end of the stent was dislodged and slightly opened. As the stent had just been released from the sheath, it was safely retrieved into the sheath and the entire stent system was withdrawn outside the body. A balloon was subsequently used to dilate the lesion. It was considered that the blood vessel itself was too tortuous and the blood flow had been improved, the stent was not used subsequently, and the treatment was ended. The patient had no discomfort and had recovered and discharged. No patient injury reported.